Event description:
It was reported that during a laparoscopic nephrectomy procedure, the white pad was peeling off. The device created an instrument failure code on the generator. The disposable device was examined. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.